Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon was stuck with the guidewire. The target lesion was located in the severely calcified coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon became stuck with a non-boston scientific guidewire. The catheter and the guidewire were removed as a single unit. The guidewire able to be removed from the catheter outside the patient. The procedure was completed with another of the same device. No patient complications reported.